Event description:
It was reported that the procedure was to treat instent restenosis of a previously implanted promus drug eluting stent in the saphenous vein graft to the obtuse marginal. On (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. The patient was enrolled in a non-abbott study and angiography on (B)(6) 2012 revealed instent restenosis of the promus stent, which was treated with placement of a non-abbott stent. The patient was discharged on (B)(6) 2012. On (B)(6) 2012, two days post index procedure, the patient presented due to congestive heart failure; however, no treatment was performed. The patient recovered and was discharged on (B)(6) 2012. Per the investigator, this event is not related to the study device.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patients effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.